Manufacturer narrative:
Philips service provided instructions to bypass the geometry module and restored the device. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that geometry safety line check failed, making motorized movements unavailable on an allura xper fd20/15. The clinical use of the system was in use. There was no reported patient or user harm.